Event description:
The customer obtained multiple, unexpected vitros phbr quality control results using a vitros 5,1 fs chemistry system. The following results were obtained: vitros phbr lot 2540-0063-4709: qc fluid lot m1914= 48.42 vs. An expected result = 60.78 ng/ml; vitros phbr lot 2541-0064-0288: qc fluid lot l1913 = 20.48 vs. An expected result = 28.83 ng/ml; vitros phbr lot 2541-0064-0286: qc fluid lot g1647 = 15.82, 15.78 vs. An expected result = 11.89 ng/ml; qc fluid lot l1913 = 34.25, 35.52 vs. An expected result = 28.83 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected or reported from the laboratory during the time frame of the event. There was no report of patient harm as a result of this event. This report is number six of six MDR's for this event. Six 3500a forms are being submitted for this event as six devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, unexpected vitros phbr quality control results were predicted while using the vitros 5,1 fs chemistry system. Expected vitros phbr quality control results were obtained following service actions however there in insufficient evidence to suggest a instrument malfunction at the time of the event. The investigation was unable to determine a definitive root cause. However, an instrument related issue or a vitros phbr reagent issue cannot be ruled out as potential contributing factors. Additional investigation by ocd regarding vitros phbr performance as well as monitoring of this customer is ongoing.